Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had stuck on blue screen due to software malfunction. A technical support specialist requested customer to restart the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the device stuck on carefusion screen and unable to recover. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.